Event description:
Initial surgery was done with trochanteric nail system for femoral neck fracture in 2007. One year and 9 months after surgery, it was found that the lag screw was backed out. Bone union was also confirmed at the same time. In the next week, subcutaneous hematoma was caused by iliotibial tract injuries. In 2009, re-surgery was done and the lag screw was removed. According to the doctor, the patient's bone quality was good enough. No x-rays are provided by the hospital.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.